Event description:
According to the reporter, the device needle broke into a patient. The piece was retrieved via the use of fluoroscopy. No further information has been made available.

Manufacturer narrative:
(B)(4).